Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear of scope cover packing, water tightness was lost, the air/water cylinder had no color, the suction cylinder had no color, and label on scope connector was peeled. In addition, due to clogging of nozzle no water was fed, image guide protector has a cut, plastic distal end cover had a crack, and connecting tube had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was a blue ring on supply hose of evis exera iii gastrointestinal videoscope and when the flushing valve is operated it only drips. The device was returned for evaluation. During the device evaluation, it was found that the air/water tube and cylinder have foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Upd this report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due a leak from the scope cover packing. It was also noted that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.